Event description:
It was reported the patient had an inflatable penile prosthesis that was functioning good, but the patient claimed that he had to push so hard so it inflates.

Event description:
It was reported the patient had an inflatable penile prosthesis that was functioning good, but the patient claimed that he had to push so hard so it inflates.